Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was explanted after 42.0 months of service. A different model device was implanted without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.